Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump alarmed motor error during the occlusion test due to faulty fsr (gold). The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. Unable to verify motor error alarm on the event date due to no data available in the pump history file. The pump passed most of the functional testing except the occlusion test. Unable to confirm alleged high bg's. Motor error alarm confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that they had hyperglycemia and diabetic ketoacidosis and due to that they had to go emergency room for five days customer reported that was hospitalized (B)(6) 2021 for high blood glucose level. Blood glucose at the time of incidence was 52 mmol/l. And customer's current blood glucose level was 7.5 mmol/l. Customer was also tested for ketones. The customer was treated with insulin drip and insulin pump. Customer experienced nausea, vomiting and sickness as a symptom related to high blood glucose level. Customer stated insulin pump had motor error alarm. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.